Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the reservoir was leaking on the insulin pump and reservoir was not locked into the insulin pump. The customer¿s blood glucose level was 296 mg/dl and 301 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer did not allege insulin pump was under delivering. The customer performed high pressure test and it passed. The device will not be returned for analysis.